Event description:
During the resuscitation of a patient in cardiac arrest, the autopulse nxt platform (sn (B)(6)) performed compressions of 15 to 20 minutes and the autopulse nxt li-ion battery (sn (B)(6)) lost charge. When the crew tried to replace the nxt battery, the entire finger ring and the plastic piece that the finger ring attached to got detached, leaving the battery stuck in the autopulse platform. The crew had to revert to manual CPR on the patient. However, rosc was not achieved, and the patient was pronounced dead. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the autopulse nxt li-ion battery got stuck inside the autopulse nxt platform (sn (B)(6) ) was confirmed during the visual inspection. An incoming visual inspection at zoll confirmed that the battery was stuck inside the autopulse nxt platform. The finger ring to unlatch the nxt battery was completely detached, leaving the battery stuck in the autopulse platform. Upon successfully removing the nxt battery from the platform's battery bay, the nxt platform passed the preliminary functional test without fault or error. The nxt platform was tested using the mztf with several batteries until fully discharged without any faults or errors. Following service, the autopulse nxt platform passed the run-in and final tests without issue. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR; the adjunctive use-only indication is prominently displayed on device labels and in the manual. The benefit of using autopulse is that it, in part, substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital; even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.